Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The video and photograph were reviewed and showed a leak from the drain bag sealing near the tubing. The reported condition was verified. The cause of the condition was supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from the ruptured ¿waste liquid pipeline¿ of a prismaflex m100 set. This occurred during priming in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.